Event description:
The customer reported that the device intermittently drops out and a red x appears in the ready for use indicator and the device chirps. The device has to be reset by unplugging, turning off and then turning on again. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device intermittently drops out and a red x appears in the ready for use indicator and the device chirps. The device has to be reset by unplugging, turning off and then turning on again. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.